Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. No additional information is available.